Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The photos related to this report were reviewed and the complaint is confirmed. The device is found cracked. Also it was found the color indicator worn out, the potential cause can be attributed to a repetitive use. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial femur size 5 left and right were inspected and have cracks. Not sure when this occurred.